Event description:
This spontaneous report was received on (B)(6) 2012, from a female consumer (age unspecified) reporting on self from the united states. The medical history and concomitant medications were not reported. On (B)(6) 2012, the consumer started using o.b non-applicator tampons, vaginally for menstruation (lot number, frequency, and expiration date unspecified). On the same day, large piece of cotton came out of the tampon, while she was taking it out. She stated that some of the cotton was still inside her vagina. She had been using the tampon for about ten years without any adverse event. The action taken with the device and the outcome of the event were unknown. This report had a non serious event. The company causality was assessed as possible. This report was considered as a reportable malfunction case in the united states.

Event description:
This spontaneous report was received on (B)(6) 2012, from a female consumer (age unspecified) reporting on self from the united states. The medical history and concomitant medications were not reported. On (B)(6) 2012, the consumer started using o.b non-applicator tampons, vaginally for menstruation (lot number, frequency, and expiration date unspecified). On the same day, large piece of cotton came out of the tampon, while she was taking it out. She stated that some of the cotton was still inside her vagina. She had been using the tampon for about ten years without any adverse event. The action taken with the device and the outcome of the event were unknown. This report had a non serious event. The company causality was assessed as possible. This report was considered as a reportable malfunction case in the united states. Additional information received on (B)(6) 2012. The consumer did not provide a valid lot number with the complaint. The manufacturer did not receive a returned sample as of (B)(6) 2012. The analyst performed a review of the complaint data associated with the stuck in body and reportable pqc complaint categories and found no adverse trends. This review did not indicate a trend requiring action. The analyst performed a review of manufacturing process, design, package and product changes over the period of (B)(6) 2012. Based on lack of returned sample and the absence of adverse trends, there was no evidence to confirm that the device failed to meet the specifications. No assignable cause had been identified for this specific complaint. Complaint trends would continue to be monitored. This report remains non-serious. This report remains as a reportable malfunction case in the united states.

Manufacturer narrative:
The date of this submission is (B)(6) 2012. This closes out this report unless other additional significant information is received.

Manufacturer narrative:
The date of this submission is (B)(4) 2012. This closes out this report unless other additional significant information is received.